Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 06/27/2014. Evaluation shows joystick tested fully functional however the case was damaged around the inductive boot, 5.1 ohms across coil, and unit is dirty. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer stated the end user alleges that the speed slows down automatically and jerks.